Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 301 mg/dl at the time of the incident and the current blood glucose was 293 mg/dl. The customer was treated with shots. It was reported that the customer alleges pump was under delivering because giving bolus and its taking to long for blood glucose to come down. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The customer was advised high blood glucose may occur if the insulin is expired or cloudy. The insulin pump will not be returned for analysis.